Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and urethral hypermobility on (B)(6) 2005 and a mesh was implanted. The patient underwent the concurrent procedures of a laparoscopy assisted vaginal hysterectomy, tubal ligation, bilateral salpingo-oophorectomy, and anterior/posterior colporrhaphy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was further reported that the patient underwent a mesh revision on (B)(6) 2005 due to urinary retention. The patient underwent urethrolysis on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
It was reported the mesh was implanted due to stress urinary incontinence and urethral hypermobility with concurrent hysterectomy. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that patient underwent mesh revision on (B)(6) 2005 and on (B)(6) 2005 due to urinary retention. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with laparoscopy assisted vaginal hysterectomy due to stress urinary incontinence and urethral hypermobility. The patient experienced pain, infection, erosion of her internal bodily tissue urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. And other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was further reported that patient underwent mesh revision on (B)(6) 2005 due to urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.